Event description:
Follow-up information was received on 27-apr-2020: the reporter informed that the patient fully recovered. The outcome of the event was changed from not resolved to resolved, in 2020. In the opinion of the reporter the event was connected with the previous dental depulpation procedure.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the adverse event, inflammation, was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage of a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a (B)(6) healthcare professional and concerns a (B)(6)-year-old female patient (weight (B)(6) kg, height 164 cm). She was injected subcutaneously with a total of 3.5 ml of radiesse®, into the zygomatic region and the jaw bone zone, for lifting and skin quality, on (B)(6) 2020. For treatment, a 1.5 ml of radiesse® was diluted with 2 ml of normal saline/sodium chloride and injected via fanning technique using a 25x7 cannula, with 1.75 ml into two injections points per side. The patient was previously treated with belotero® into the nasolabial fold, lips and chin, xeomin®, filorga® and meso-wharton®. The hyaluronic acid treatments were well tolerated. In (B)(6) 2019, she was injected with neauvia® hydro deluxe, containing calcium hydroxyapatite, and experienced swelling, redness and increased temperature of the skin at the injection site. The inflammation resolved after intramuscular injection of diprospan. The patient's medical history included (B)(6) and frequent cold-related diseases. She was under stress and could not get pregnant for a long time. According to the glogau classification, the patient was in group I. She had no disposition to lymph drainage problems, allergies, autoimmune diseases, or intake of interferon or omalizumab in the past. The patient's past medical history included an endoscopic forehead lift, pain in six tooth on the left and a pulp removal. Concomitant medications included herbs and a nutritional supplement. The patient had weekly procedures with melsmon and laennec. She did not take hormonal treatment. On (B)(6) 2020, 9 days after the radiesse® injection, the patient experienced redness without tenderness in the buccal area of the left side, further reported as inflammation. On the same day, she was prescribed with betadine ointment, once a day, celestoderm with garamycin, once, fenistil,1 tablet, and 500 mg of sumamed, 1 tablet daily for 3 days. The patient was not hospitalized. On (B)(6) 2020 the inflammation was gone but reportedly reappeared on (B)(6) 2020. The outcome of the event was reported as not resolved. In the opinion of the reporter, the event was of severe intensity, not life-threatening, unknown if permanent, and related to radiesse®. Follow-up information was received on 16-mar-2020: this case was upgraded to serious. It was clarified that the reporter was a physician. The physician confirmed that the inflammation was gone after the corrective treatment and that it reappeared in the same place after a month. There was no final diagnosis made. The reporter informed that the patient's complaints remained. The outcome of the event remained unchanged. The reporter informed that the treatment was necessary to prevent a permanent damage.